Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. The customer indicated that although the reported issue could not be duplicated, the backup power source (bps) printed circuit board (pcb) was replaced. The ventilator was reported to be in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator shut down when the hospital lost power and the unit did not switch to battery. The patient was manually bagged while the ventilator was disconnected, connected, and restarted. The ventilator was noted to be working again. The patient was reconnected to the device and there was no harm to the patient as a result of the event. It was reported that no errors/logs were recorded regarding the event.